Event description:
This is a spontaneous case report received from a consumer via regulatory authority (case# mw5063955) in united states on (B)(6) 2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2012. On (B)(6) 2016 the consumer required a total hysterectomy because of essure. Essure was removed on (B)(6) 2016. It was mentioned hospitalization and other serious important medical event but it was not specified or assigned to a specific event. Company causality comment: this non-medically confirmed spontaneous case report received via regulatory refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and 3 years 8 months later, she required a total hysterectomy because of essure. Essure was removed on the same day. Hysterectomy is listed in the reference safety information for essure. Despite of the lack of details for a comprehensive causality assessment, considering that the only information provided was that a hysterectomy was performed due to essure, causality with the suspect device cannot be excluded. This case is regarded as incident since device removal was required. A product technical complaint analysis is being sought. No further information can be obtained since no contact details were provided.

Manufacturer narrative:
Follow-up information received on 14-sep-2016. Quality-safety evaluation of ptc: ptc global number (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is a known possible undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this non-medically confirmed spontaneous case report received via regulatory refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and 3 years 8 months later, she required a total hysterectomy because of essure. Essure was removed on the same day. Hysterectomy is listed in the reference safety information for essure. Despite of the lack of details for a comprehensive causality assessment, considering that the only information provided was that a hysterectomy was performed due to essure, causality with the suspect device cannot be excluded. This case is regarded as incident since device removal was required. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. No further information can be obtained since no contact details were provided.